Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with unknown size unknown saline implants and experienced bilateral breast implant deflation postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3541308; serial number (B)(6), and with catalog number 3541305; serial number (B)(6) on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that incorrect manufacturing record evaluation (mre) statement was submitted under section h10 of the initial submission. The correct staement is as follows since lot number is unknown: "since no lot number was provided, no manufacturing record evaluation could be performed." This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4) h10 manufacturing record evaluation (mre) statement.